Event description:
Device malfunction; knot loose or untied. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of unspecified arteries using the perclose at device after unspecified procedures. Reportedly, the events were a mix of "loose knot" or "knot untied". No specific number of devices per event, or procedure, were identified. Hemostasis was achieved by unknown methods. There were no reported adverse patient effects. Attempts were made to obtain additional information; however, details were not provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.